Manufacturer narrative:
The field service representative (fsr) performed several troubleshooting procedures on architect i2000sr, serial number (B)(6) and observed the r1 probe next r pressure was high and replaced the part. The probe next r was determined to be the likely cause. Part replacement resolved the issue. No additional discrepant anti-hbc ii patient result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic architect anti-hbc ii patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending were reviewed and did not identify any related trends for the probe next r or the architect i2000sr. The manufacturing documentation was reviewed and did not identify any non-conformances or deviation related to the current complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the information, no systemic issue or product deficiency was identified.

Event description:
He customer reported false reactive architect anti-hbc ii for a patient sample diagnosed with a foreign body with bronchus on (B)(6) 2022 the following data was provided: sid (B)(6): initial anti-hbc ii: 1.85 s/co, repeated on another instrument: 0.2, 1.02 s/co (reactive) reference range: < 1.00 s/co is nonreactive, >/= 1.00 is reactive there was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.